Event description:
The physician reported that during a follow-up visit it was identified that several ventricular tachycardia episodes were not treated appropriately due to an overload condition. It was indicated that the device diagnosed vt correctly and the patient was not harmed. A re-intervention was performed to replace the subject lead, which remains implanted. The physician indicated that no insulation damage was identified on the visible portion of the lead.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.